Manufacturer narrative:
Analysis on the returned passive ball probe instrument resulted in a physical damage failure that was found through functional testing and visual/physical examination. Analysis states that the probe has nicks or a notch about an inch from the probe tip. The support arms for markers #3 and #4 bent causing high geometry error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the awl and passive planar probe were damaged by a drill/burr. There was no patient present when this issue was identified. No additional information was provided.